Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A stenosed target lesion was located in the common femoral artery. A 2cm peripheral cutting balloon was selected for use. The balloon ruptured when dilatation was performed with this device at the lesion prior to reaching the maximum expansion. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A stenosed target lesion was located in the common femoral artery. A 2cm peripheral cutting balloon was selected for use. The balloon ruptured when dilatation was performed with this device at the lesion prior to reaching the maximum expansion. The procedure was completed with another of the same device. There were no patient complications reported.